Event description:
The patient's daughter reported that the patient (her mom) has fluid around her pump and it has been aspirated 5 times. She also reported that the pump had flipped. She was encouraged to follow-up with the patient's hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.